Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on an unknown date, the patient underwent spinal fusion using rhbmp-2/acs. Post op, the patient suffered extreme bodily injuries and damages, including but not limited to: excessive/uncontrolled bone growth, retrograde ejaculation, severe back /leg pain, loss of sensation in the lower extremities, paralysis, inability to sit, lay down, or stand.